Manufacturer narrative:
The insulin pump passed the displacement test and self test. No force sensor damage, frozen display or display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a failed batter test alarm. Customer's blood glucose level at the time 229mg/dl. Advised insulin pump would be replaced. No additional information was provided.